Event description:
Note: the date of the event is unk; however, it occurred. It was reported to boston scientific corp in late 2008, that a resolution clip device was used during a polypectomy bleed procedure. According to the complainant, during the procedure, after deployment of the clip, the physician noticed that the jaws had not fully closed. Furthermore, the clip was not attached to the bleed site. Procedure completed with another of the same resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.